Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that, during a port placement procedure, the port body was not patent and allegedly could not flush. It was further reported that a new port body was changed out and the port was able to be flushed. There was no reported patient injury.

Event description:
It was reported that, during a port placement procedure, the port body was not patent and allegedly could not flush. It was further reported that a new port body was changed out and the port was able to be flushed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue implantable port attached to a catheter were received for evaluation. Visual, microscopic and functional evaluations were performed. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port was patent to both infusion and aspiration. The investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.